Event description:
It was reported that the surgeon hurt his hand while attempting to chuck during a procedure and an x-ray was performed afterwards. Attempts are being made to obtain additional information about the event.

Manufacturer narrative:
Corrected data; b1, b5.

Event description:
It was reported that the surgeon hurt his hand while attempting to chuck during a procedure and an x-ray was performed afterwards. Upon further clarification, it was reported that the device unintentionally activated, resulting in the rotating drill making contact with the surgeon¿s hand. A diagnostic x-ray was performed to assess potential injury. The imaging confirmed that no fracture was present. No additional medical intervention was required, and the surgeon did not report any persistent or worsening symptoms following the incident.